Event description:
Boston scientific received information that this device system displayed loss of capture (loc) at 5v to 7v at 1ms, increased impedance measurements greater than 2,500 ohms, increased threshold measurements and decreased sensing measurements. A revision procedure was performed and the device was explanted and replaced without complication. No adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.